Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head broke...bristle part broke off in mouth - oral-b [device breakage]. Case narrative: elderly male consumer via phone stated that the oral-b toothbrush head broke. The bristle part broke off in his mouth. No injury was reported.